Manufacturer narrative:
Date of event: the event occurred on an unreported date at the end of january 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with cefazolin (intraperitoneal). The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.